Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air supply failure. The issue was observed during an unspecified procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to damage on switch 1 the water tightness was lost, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had a white-clouded area, switch 4 had a scratch, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the adhesives around the objective lens had a white-clouded area, the objective lens had a scratch, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the device. The customer flushed the air/water nozzle with air/water and detergent, wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge with no reported delays and no reported abnormalities were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.